Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) system received inappropriate shocks for sinus tachycardia. Tachycardia therapy was appropriately withheld until sustained rate duration timed out and then therapy was delivered and exhausted. The field representative consulted with boston scientific technical services (ts) and programming options were discussed. Further information was received that the physician and clinician were considering raising the rate cut-off. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.